Manufacturer narrative:
Visual inspection was performed on the returned device. The reported needle to cuff miss was not confirmed; however, there was an observed suture malposition. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue and subsequent treatment appear to be related operational context of the procedure. It is likely that an interaction with patient anatomy or friable femoral vessel contributed to the observed suture malposition. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. D4: corrected lot # from 5031541 to 5051341. D4: corrected expiration date from 2/28/2027 to 4/30/2027. D4: corrected primary UDI number from (B)(4) to (B)(4). D9: corrected device available for evaluation from no to yes. H4: corrected device MFR date from 3/15/2025 to 5/13/2025. H6: type of investigation code 4114 was removed. H11: additional manufacturer narrative: revised

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was an multi-access arteriotomy closure of a left and right common femoral artery using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, a cuff miss [suture retrieval issue] occurred. The suture of one new prostyle device was successfully pre-placed. The sheath was upsized to 18f, and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle device. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.